Event description:
Patient reported right side rupture diagnosed via ultrasound and confirmed via magnetic resonance imaging. Device has been explanted and replaced with a non-allergan device. Physician later reported MRI findings: "condition after augmentation of both mammary glands. Signs of deterioration of the integrity of the breast implant on the right, fluid accumulations along its outer contour, a single regional nonspecific lymphadenopathy. Displaced glandular tissue with fibroglandular volume, it is advisable to study as part of a clinical examination" and physician also reported "multilayered connecting capsule around the implant¿ . Physician later confirmed events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device is not PMA approved.

Event description:
Patient reported right side rupture and "signs of deterioration of the integrity of the breast implant on the right, fluid accumulations along its outer contour, a single regional nonspecific lymphadenopathy, displaced glandular tissue with fibroglandular volume " confirmed via MRI. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late and rupture.